Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon receipt of the bd vacutainer® ultratouch¿ push button blood collection set with pah, the customer observed that 80 units of the collection set packages were not sealed. No patient or user impact was reported.

Manufacturer narrative:
Investigation summary bd received a video for investigation that shows two shelf cartons with devices open inside the shelf carton. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that upon receipt of the bd vacutainer® ultratouch¿ push button blood collection set with pah, the customer observed that 80 units of the collection set packages were not sealed. No patient or user impact was reported.